Event description:
As reported, during inspection, a foreign object (dead insect) was found inside an unopened kugel patch product box and unopened film. It was reported that there was no damage noticed on the outer/inner shell package. There was no patient involvement.

Manufacturer narrative:
As reported, a foreign object (dead insect) was found inside an unopened kugel patch product box. The subject device is said to be available however, at this time has not been returned. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 212 units. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of photos provided confirmed a foreign material (orange/brown in color) that appeared to be within the clear plastic wrap on the product carton. The evaluation of the returned sample found no foreign material on or within the packaging. The foreign material noted in the photos provided may have been on the outside of the film and fell off during the sample return process. The device inside of the product carton is in a sealed sterile pouch and was not compromised. Based on sample evaluation performed, no conclusion can be made. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, a foreign object (dead insect) was found inside an unopened kugel patch product box. The subject device is said to be available however, at this time has not been returned. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 212 units. When/if the sample is returned a supplemental MDR will be submitted to document the evaluation results. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during inspection, a foreign object (dead insect) was found inside an unopened kugel patch product box and unopened film. It was reported that there was no damage noticed on the outer/inner shell package. There was no patient involvement.